Event description:
It was reported that the patient experienced ineffective therapy following a fall. Diagnostics revealed both leads had high impedances on all contacts. As a result, surgical intervention was undertaken on (b)(6) 2026 wherein both leads were explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event and patient's weight is estimated.